Event description:
The customer reported via phone call that there were burn marks on the back of the insulin pump. Customer's blood glucose was 109 mg/dl. The customer also reported the dome label was darkening. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with frozen screen and constant tone due to faulty mother board. The insulin pump was received with cracked reservoir tube lip and stained address/serial number label.